Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00144 the device referenced in this report was returned to olympus for evaluation. Physical evaluation of the returned device: olympus performed visual inspection on the device in the as received condition. Olympus performed a standard leak test in the form of water dunk test. The device passed the dunk test. Passed electrical test. The scope has very good image with no stains. Overall, the scope passed the inspection with no problems found. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an unspecified procedure for the indication of right upper lobe nodule/mass using five olympus devices, the patient died later that day of cardiac arrest unrelated to the procedure. Case with patient identifier (B)(6) reports device 1 of 5 (bf-1th190), case with patient identifier (B)(6) reports device 2 of 5 (um-s20-17s), case with patient identifier (B)(6) reports device 3 of 5 (bf-1th190), case with patient identifier (B)(6) reports device 4 of 5 (bf-xt190), case with patient identifier (B)(6) reports device 5 of 5 (bf-uc180f). There were no complications during the procedure using the olympus devices. No olympus device malfunctioned in any way during the procedure. The customer requested preventative maintenance be completed on all devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the subject device unlikely caused the reported event, due to the following: the patient died after the procedure and not during the procedure, the cause of the patient¿s death was reported as cardiac arrest unrelated to the procedure, and nonconformity which affected the occurrence of the reported event was not confirmed. Therefore, the root cause of the reported could not be determined. Olympus will continue to monitor field performance for this device.